Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners and reservoir tube lip and with minor scratches on display window.

Event description:
It was reported that every time customer changes the battery, the insulin pump alarms. Customer has to reprogram the insulin pump every time. The device was not bumped or exposed to a strong magnetic field. Customer uses the sensor feature. Customer's blood glucose was 6.2 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.